Event description:
The customer reported that her meter is not working properly. Prior to the event, the patient stated that she changed the battery but the meter still did not come on. The current blood glucose level is 159 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.